Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/12/2025, an arthrex employee reported via (B)(4) that the threads of an ar-9621-25t 25mm tap were not threading correctly. This involved a case with no patient harm. Additional information was received on 06/25/25: 1. Did the device break in any way? Yes, the tip of the tap broke. 2. Could you provide any additional information about the device, specifically the threads, such as damage/corrosion? Appeared to be fine. 3. Are they worn or stripped? No.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging, or the device coming in contact with another device during use.